Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported for right side "wants to know if implanted devices are under the recall". Patient representative reported "severe pain, swelling, discomfort, redness", "patient's health was severely risky: with deallocated silicone prosthesis, causing severe pain; nodules; and difficulty in maintaining upright posture once the skin and muscles are stretched, this is not related to the device", "this situation caused inconvenience, uncertainty, losses, moments of anguish and frustration", "MRI performed and found capsular contracture baker grade 2 and 3". The device has been explanted.